Event description:
It was reported that the right ventricular (rv) lead had undefined impedance and no capture threshold. During the rv lead revision procedure, the atrial lead was dislodged. The rv lead was explanted and replaced. The atrial lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.